Event description:
During an endoscopy procedure, a cook 6 shooter saeed multi-band ligator was used. The blue hook pulled off the white wire [loading catheter]. The user was unable to load the bands onto the endoscope so they were unable to use the product. Another device from the same lot was opened and the same observation was made. See mdrs: 1037905-2012-00528 and 1038905-2012-00529. This occurred during the loading process; the loading catheter was not located inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report of blue hook detachment for the returned product. The catheter, barrel with trigger cord, and one detached blue hook were returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter¿s stylet wire as well as the blue hooks were measured and verified to be within the appropriate mfg specs. No kinks or bends were noted in the loading catheter or the loading catheter¿s stylet wire. One unused product from the lot number provided in the report was also returned for eval. A visual examination indicated that both blue hooks were attached to the catheter and visually appeared to be fully seated. Tensile testing was performed on the device. The device met the minimum test criteria. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx. 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add¿l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.